Event description:
It was reported that the patient experienced movement of the implantable neurostimulator. The patient was only able to obtain two bars while recharging recently. The programmer was working. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).